Event description:
Blood was found on iabp tubing, site of iabp was intact. No bleeding, no changes in vital signs. The balloon pump was removed. Dates of use: 2009. Diagnosis or reason for use: redo mitral valve, repair/replacement. Event abated after use stopped: yes. Event reappeared after reintroduction: no.